Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Caller was not using the tandem charging cable or wall adapter, and attempts to charge with a different wall adapter and cable were unsuccessful. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.